Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient presented with a recurrent hernia at an unspecified time, following an initial hernia repair. The patient was returned to surgery for repair. The surgeon observed during the reoperation that the mesh had a hole in the center. Additional information was requested; no further information was received.